Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional information b5: the reporter stated that the problem occurred in the preparation of the material for the surgery. The hospital replaced the faulty equipment with another one. There were no patients involved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and the locking mechanism was stiff/stuck. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿(B)(4).

Event description:
It was reported from brazil that during service and evaluation, it was determined that the compact air drive device had motor damage ¿ would not run, the locking mechanism was stiff/stuck, would not run, moving parts of the device did not move smoothly, and had a sticky trigger. It was further determined that the device failed pretest for general condition, check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment ii, check free movement of soft-mode switch, check for sticky trigger, check function of device, and check power with power test bench. It was noted in the service order that the equipment was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.